Event description:
This pt had a left video-assisted thoracic surgery, left upper lobectomy, thoracic lymphadenectomy. Eleven hours after the surgery, the pt complained of his right thigh hurting. The area was reddened. The next day, the pt's skin was blistered. The skin was treated with silvadene. The machine was evaluated by clinical engineering and it was found to be in good working order according to the manufacture specifications.